Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).  As received, the belt receptacle was pulled from the monitor case cause the j1001 connector to become unplugged on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle.  The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was receiving a service code 204 (belt/monitor unusable).